Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. Failure analysis: the catheter was visually inspected, edges jagged, possible that a sharp or pointed object came into contact with the catheter during implantation. The root cause for the cut/torn catheter is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the valve (ID (B)(4) - special device unitized progra) was implanted via lp due to idiopathic normal pressure hydrocephalus in (B)(6) 2011. Then the lumber catheter was confirmed to be separated, and a revision surgery was performed on (B)(6) 2019. The new valve is (B)(4). All pieces of the lumber catheter were removed from the patient¿s body. The sales rep visited the hospital after the surgery, but the lumber catheter has been already discarded and only a fragment remained on the valve connector. The patient is a (B)(6) male whose initial is t. S. He has no primary disease and now is recovering well. No further information was provided by the hospital.